Event description:
The hospital reported that during a coronary artery bypass procedure using the hst iii system (3.8mm), they loaded the opcab according to the IFU for use with heartstring 3.8mm, but during the separation process, the seal got caught in the delivery device and was not loaded properly. The surgery was successfully completed using a new product. There were no abnormalities in the patient's condition,

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/18/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed in the loading device with the seal observed in the loading device window. There were no visual defects observed on the intact aortic cutter. An investigation was conducted on 11/26/2024. A visual inspection was conducted. Sings of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed, as well as the analyzed failure "premature activation" was observed. The lot # 3000377764 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. [Ncmr # (B)(4)- during the processing of a batch of cv000003394 (hs device sub-assy) and via procedure (B)(4) (seal / delivery device assembly) it was discovered that component cv000000950 (hs3 delivery device (rebranded)), batch #3000376663 has a molding defect on the plunger section of the delivery device. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Sc 02-dec-2024 [ncmr # (B)(4)- during the processing of a batch of cv000003394 (hs device sub-assy) and via procedure it was discovered that component cv000003494 (hs3 loading device, jaw (artwork)), batch #3000362648 has a molding defect on the flange section of the jaw]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.